Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issue"), lactation disorder ("lactation") and weight increased ("weight gain"). The patient was treated with surgery. Essure (ess205) was removed. At the time of the report, the pelvic pain, menstrual disorder, lactation disorder and weight increased outcome was unknown. The reporter considered lactation disorder, menstrual disorder, pelvic pain and weight increased to be related to essure (ess205). Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed ". The patient's past medical history included parity 2, asthma and low back pain. Concurrent conditions included obesity. In 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issue"), lactation disorder ("lactation"), weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhoea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the menstrual disorder, lactation disorder, weight increased, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, lactation disorder, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she denied essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. On an unknown date, essure confirmation test was performed . Most recent follow-up information incorporated above includes: on 14-may-2018: pfs was received: essure confirmation test was not performed. Pelvic pain was considered mild to severe, constant frequency. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/ pain pelvic") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included parity 2, asthma and low back pain. Concurrent conditions included obesity. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhoea (cramping)"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems - condition :depression") and anxiety ("psychological or psychiatric problems - condition :mental anguish"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain/loss (specify which one )weight gain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issue"), lactation disorder ("lactation") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of essure device). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the genital haemorrhage, menstrual disorder, lactation disorder, weight increased, vaginal haemorrhage, menorrhagia, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, lactation disorder, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she denied essure worsened a previously existing injury/condition. Discrepancy noted in essure insertion date, as per previous version((B)(6) 2007). Current weight 190 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. On an unknown date, essure confirmation test was performed most recent follow-up information incorporated above includes: on 21-nov-2018: pfs received. Event added: abnormal bleeding (general). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's past medical history included parity 2, asthma and low back pain. Concurrent conditions included obesity. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issue"), lactation disorder ("lactation"), weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (removal of essure device). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the menstrual disorder, lactation disorder, weight increased, vaginal haemorrhage, menorrhagia, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, lactation disorder, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she denied essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. On an unknown date, essure confirmation test was performed. Most recent follow-up information incorporated above includes: on 15-aug-2018: plaintiff fact sheet- events depression and mental anguish. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/ pain pelvic') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included parity 2, asthma and low back pain. *on an unknown date, essure confirmation test was performed. Concurrent conditions included obesity. Concomitant products included paracetamol (acetaminophen). In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhoea (cramping)"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems - condition :depression") and anxiety ("psychological or psychiatric problems - condition :mental anguish"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain/loss (specify which one )weight gain"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issue"), lactation disorder ("lactation") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of essure device). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved, the menstrual disorder, lactation disorder, weight increased, abdominal pain, depression and anxiety outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, lactation disorder, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she denied essure worsened a previously existing injury/condition. Discrepancy noted in essure insertion date, as per previous version( (B)(6) 2007). Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of event vaginal haemorrhage, menorrhagia, pelvic pain, genital haemorrhage were updated. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 39-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, asthma and low back pain. Concurrent conditions included obesity. In 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation issue"), lactation disorder ("lactation"), weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhoea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the menstrual disorder, lactation disorder, weight increased, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, lactation disorder, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she denied essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. On an unknown date, essure confirmation test was performed most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information was added. Patient demographics and relevant history was added. Per pfs, events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping) and abdominal pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.